Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Release button the analysis results found that the cts45 device was received with the clamping mechanism damaged and with a tr45w cartridge loaded in the device. The reload was received fully fired and in good visual conditions. No further functional testing could be performed due to the condition of the device. Furthermore the device was disassembled to verify the condition of internal components and the release button was noted to be damaged. No conclusion could be reached on what may have caused the release button to become damaged. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during an open hepatectomy, the device had a difficulty in opening the jaws. The cartridge was white. The device was used on the cystic artery. Another device was used to complete the case. There were no adverse consequences to the patient.